Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set . There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample availability and lot number is not known at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during dwell 3 of 5. The home patient (hp) stated that he got the alarm the previous night so he disconnected himself. The tsr went through the alarm log with the hp and it showed a se 2240 first. The tsr explained both the alarms and had the hp cycle power off and on. The alarms did not repeat. During troubleshooting with tsr, the hp stated that he had disconnected prior to the alarm and then reconnected. There was no patient injury or medical intervention indicated at the time of the initial report.